Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtwb10, (imp, tsv,4.7,10, mtx,mg) for evaluation. Visual evaluation was performed, the implant had signs of use. The implants mount was fractured at the hex. The fractured hex was returned. Damage to the implant was identified. DHR review was completed for the subject lot number 1284854. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284854 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The mount hex was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k101880.

Event description:
The doctor reported that the purple mount fractured. Procedure completed.